Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after implantation, the surgeon felt discomfort when he tried to pump the device during surgery. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that no root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. It is possible that the problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure, activating the siphon guard and creating the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer however this could not be determined. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.